Manufacturer narrative:
At this time the product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving multiple unspecified higher sensor scan results when compared to another adc meter. Customer experienced hypoglycemia, sweating, paleness, trembling, nausea and had a loss of consciousness. The customer was able to self-treat with glucagon injection, two bananas, and two compotes. No further details were provided. There was no report of death or permanent injury associated with this event.